Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed an alert 38 indicating a motor stall while the user was starting a new set of supplies, which was resolved after a device restart and subsequent replacement of a bent needle on the connect adaptor attached to the cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem consistent with a motor stall, with a bent connect adaptor needle identified as the contributing mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.